Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/01/2009, that a customer had an issue with a uvc. The customer reported that the uvc was leaking.